Event description:
Clinical rationale: an impella cp device was inserted surgically into the left axillary artery in a 57-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage c shock, on multiple inotropes and vasopressors, on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left anterior descending artery (lad), and the obtuse marginal artery (om). It was reported that during preparation, the physician attempted to deploy a perclose device, but experienced difficulty withdrawing, which resulted in a laceration of the artery. The injury led to prolonged bleeding which was managed and resolved by a cardiothoracic/vascular surgeon by suturing a hemashield graft. The impella cp was subsequently implanted. The pci was performed the following day, and the impella was successfully explanted a few hours later. While on support the device functioned at p-7 at 3.1l/min. The post-procedure outcome is survived at explant. Using excessive force during perclose deployment or applying too much tension on the knot can cause the suture to tear the artery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Updated information: h6 component codes updated the investigation for the vessel perforation and the access site bleed has been completed. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleed was not determined due to insufficient clinical details.